Event description:
During a left lower lobectomy an endo-gia 30 (2.5 mm) misfired tearing the inferior pulmonary vein causing massive bleeding. The tear was repaired by a cardiac surgeon. The pt was resuscitated and left the o.r. In critical but stable condition.